Event description:
An email was received by a consumer stating she was diagnosed with tss after using platex tampons. She was hospitalized for 4 days and was currently on 14 days of in-home IV medication.

Manufacturer narrative:
(B)(4) is submitting this report only because an event meeting the requirements of 21 cfr 803 may have occurred. This does not mean that (B)(4) believes the product malfunctioned or that an (B)(4) product was, in fact, associated with an actual consumer injury.